Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Esophageal probe in use and placement verified 34.2c. Utilizing skin probe as secondary source 33.3c, water flow rate (wfr) was 1.2 l/m. Nurse stated patient temperature (pt) had been stable and they had not noticed any instability. Advised to try flexing the temperature in cable to see if the patient temperature (pt) jumps. Nurse stated they cannot adjust temperature cable as they were in the middle of a sterile procedure. Encouraged to check connections and flex cable once procedure was done. If the temperature fluctuates, then they need to swap out the cable. Advised for them to call back once procedure was done if assistance was needed. Sn (B)(6). A DHR review is not required as the batch number is unknown. The batch number for this investigation is unknown. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they've been cooling for about 30 minutes, and the arctic sun device alarmed 15 unable to obtain a stable patient temperature (pt). Esophageal probe in use and placement verified 34.2c. Utilizing skin probe as secondary source 33.3c, water flow rate (wfr) was 1.2 l/m. Nurse stated patient temperature (pt) had been stable and they had not noticed any instability. Advised to try flexing the temperature in cable to see if the patient temperature (pt) jumps. Nurse stated they cannot adjust temperature cable as they were in the middle of a sterile procedure. Encouraged to check connections and flex cable once procedure was done. If the temperature fluctuates, then they need to swap out the cable. Advised for them to call back once procedure was done if assistance was needed. Sn (B)(6).

Event description:
It was reported that the nurse stated they've been cooling for about 30 minutes, and the arctic sun device alarmed 15 unable to obtain a stable patient temperature (pt). Esophageal probe in use and placement verified 34.2c. Utilizing skin probe as secondary source 33.3c, water flow rate (wfr) was 1.2 l/m. Nurse stated patient temperature (pt) had been stable and they had not noticed any instability. Advised to try flexing the temperature in cable to see if the patient temperature (pt) jumps. Nurse stated they cannot adjust temperature cable as they were in the middle of a sterile procedure. Encouraged to check connections and flex cable once procedure was done. If the temperature fluctuates, then they need to swap out the cable. Advised for them to call back once procedure was done if assistance was needed. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.